Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient with a new device.

Event description:
Per the clinic, the patient experienced an mrsa infection at implant site. Additional information has been requested but has not been made available as of the date of this report.